Manufacturer narrative:
The subject device was returned for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device access sheath distal part from the dilator was found broken. There was no patient involvement on this report. No user harm or injury was reported.

Event description:
The defective device was not used in the procedure. The procedure was completed with a new uropass device. The procedure was flexible ureteroscopy for stone management, therapeutic. The replacement model was eg61054bx, lot number was not recorded. No other devices were replaced to complete the procedure. There was a two minute delay in the time of the event to open a new uropass. The patient was under general anesthesia at the time of the delay. They opened the first uropass and before inserting into patient, they realized the small piece was inside the blister. It was found to be broken while still in its packaging. The device was not exhibiting abnormal behavior before it broke off. No injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device unique identifier (UDI) number and investigation conclusion. A DHR review was conducted by the OEM (original equipment manufacturer) and concluded that the lot passed all inspection criteria. Previous investigation of this failure determined that the root cause is environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer, it was believed that there is no manufacturing, material, or process related cause for this failure mode that would be considered within oems control. Olympus will continue to monitor complaints for this device.